Event description:
After successful implant of a bifurcated device and a proximal cuff, a sheath was inserted and inadvertently pushed the proximal cuff up above the renals. The physician decided to convert the patient to open repair, however, left the bifurcated device, explanted the proximal cuff, and sewed in a surgical graft.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.